Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality controls (qc) was in range for na, k and cl at the time the event occurred. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. All controls were satisfactory and there were no process error shown in the error log. However, the fluid verify for the initial run was low with a corresponding low fluid delta, indicating poor sample quality impacting these measurements when compared to surrounding samples which recovered as expected. Hsc concluded the cause is sample specific due to poor sample quality and the presence of gel fibrin and or the presence of cellular material in the sample that impacted the integrated multi-sensor technology (imt) dilution during the initial run of this sample. The cause of the discordant, falsely elevated na, k and cl results is associated with sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on a patient sample on a dimension vista 500 instrument. The initial discordant results were questioned by the customer and were not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting lower and are consistent with previous results. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.